Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to an audible alert. The right ventricular (rv) lead had a lead alert for high impedance in the rv coil. The lead was programmed off until lead revision. The lead was revised and replaced. A new lead was implanted. No patient complications have been reported as a result of this event.